Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The results of inspection and evaluation, the following was noted: as a result of checking the equipment, it was confirmed that the sent deposit was a white foreign matter. Also, there was no clogging of foreign matter inside the forceps channel. As a result of conducting a visual inspection of the device, a clogged nozzle was confirmed. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "white precipitates were observed at the distal end of the scope during cleaning" was identified to have been a chemical agent including fatty acid ester. An investigation showed that fatty acid ester is used as emulsifier and surfactant. Therefore, it is presumed that it could be chemical agent used in combination with the scope during the procedure to reprocessing. In conclusion, the suggested phenomenon was unable to be further presumed from this analysis. It was reported that reprocessing was performed in accordance with the instructions for use (IFU) in the facility and the causal relationship with the foreign materials is unknown. The suggested phenomenon of "clogging of the nozzle" was identified as a black rubber-like foreign material clogged in the nozzle. It is presumed as a silicone-based material considered from the appearance of the foreign material. Since silicone-based materials are used for various uses including watertight packings, silicone-based glue, and silicone parts, it was not possible to presume the cause of this event further. It is suggested that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned and is pending evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while cleaning the evis lucera elite colonovideoscope, white deposits were observed inside the tip of the scope. The issue occurred during reprocessing, the procedure was diagnostic (lower colonoscopy), there was no delay. The procedure was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information cased on the completion of the device evaluation: h3/device evaluated by manufacturer - yes. H6/type of investigation - 10 testing of actual/suspected device. The device was returned and evaluated, and the customer¿s allegation was confirmed; white deposits were visible at the tip of scope during cleaning, and the nozzle was clogged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.